Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the atrial set screw came out of the implantable cardioverter defibrillator's header and was unable to be re-inserted. The device was explanted and replaced with no patient consequences.